Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported a couple of times their stimulation has "cut off." Agent asked if screen would display the stimulation is off, but patient was unsure; patient noted they will just feel the stimulation cut off. Agent reviewed possible adaptive stim and advised patient to monitor and redirected to mdt rep and hcp to further address, if needed. When asked event date, patient stated they do not know exactly when it started.